Manufacturer narrative:
(B)(4). Medical devices: oss tibial poly bearing 14mm item # 150411 lot # 462540, cps/oss 5cm tpr adapt w/oss sc item # 178711 lot # 987640, oss rs 7 cm mod seg fmrl-rt item # 161011 lot # 451450. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital is retaining the items. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09658. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent initial knee arthroplasty and subsequently, the patient was revised for failure of poly bearing.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Product was not returned, however photos were provided of the explanted product. Review of the photos confirms that the yoke has worn through the tibial bearing as reported. Review of the device history records identified no related deviations or anomalies during manufacturing for the yoke and tibial bearing. No medical records were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.